Manufacturer narrative:
Concomitant medical products: a2dr01, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted on the right ventricular (rv) lead and right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced dropped beats and reprogramming was performed on both ra and rv leads. No further patient complications have been reported as a result of this event.